Event description:
It was reported that during a rotator cuff repair procedure, after preparing the pilot hole in the humeral head, a 4.5 healixadv peek anc pcord anchor was inserted according to standard technique. Upon insertion, the anchor failed to maintain suture integrity. The sutures became detached from the bottom of the anchor, indicating a failure of the internal suture-retention mechanism. No external deformities, cracks, or material defects were noted on the outside of the anchor upon inspection. The appearance suggested that the internal bridge or internal suture-retention component may have failed. The anchor was subsequently discarded and was not available for return or further analysis. No patient injury was reported, and an alternative fixation method was used to complete the procedure. There was a five minute delay. The procedure was successfully completed. No additional medical intervention was required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.